Event description:
Neomedical v-cath PICC peripherally inserted catheters leaked at the strain relief site necessitating the replacement and/or repair of the catheter. Multiple placement of PICC lines that needed to be either replaced or repaired.